Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it remained implanted in the patient and the holder was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As reported, while implanting the device within a tube graft, the valve holder was accidentally left inside, which required reoperation to retrieve the holder. There was no allegation by the surgeon of device malfunction. The root cause of the event was likely due to use error and procedural factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that the holder of a 25mm pericardial valve was accidently left in the patient during implantation. Once the patient was closed the surgeon remembered and went back in to remove the holder from the valve. As reported, the case was for aortic valve replacement with a 25mm pericardial valve sewn onto a tube graft. This was done at the back table by the first assist. The plastic valve holder and shaft handle were left in place while this is done. After the surgeon positioned the graft/valve the handle is removed and the valve is sewn in. This leaves the plastic valve holder still in but not visible as it is inside the tube graft. The patient tolerated the procedure well and was transferred to the intensive care in stable condition. In this case, the plastic valve holder was left inside the tube graft. It was only remembered that is was not removed when the surgeon was doing his op note and the patient was in cvicu. The patient was taken back to surgery to remove the plastic holder. She tolerated this well and there were no complications. The valve holder was discarded. On pod #7, the patient developed paroxysmal atrial fibrillation, which was rate controlled and monitored. Over the course of several days she had 3 more episodes which spontaneous converted. On pod #9, prior to discharge she went into atrial fibrillation and was treated with IV metoprolol, converted to nsr, and later discharged home in stable condition. The patient was readmitted 5 days later due to pneumonia and developed respiratory failure, renal failure, and sepsis. Despite maximum support, she continued to deteriorate. The patient was placed on comfort measures and expired on pod #46.